Event description:
The user facility reported, that water was leaking from the battery box during a procedure. No medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported, that water was leaking from the battery box during a procedure. No medical intervention, no delay and no adverse consequences.